Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to bacteremia. It was reported that the leads were very old, being implanted in 2002. The ra lead was removed successfully with use of a spectranetics 14f glidelight device and a lead locking device (lld). The rv lead was removed with a spectranetics 13f tightrail device and an lld. Approximately 20 seconds after the rv lead released, an injury was noticed in the right ventricle. Rescue efforts were swift and the tear was quickly identified and repaired via sternotomy, without the patient going on bypass. The patient survived the procedure. There was no reported malfunction of any spectranetics devices used during the procedure.